Event description:
It was reported that the left ventricular (lv) lead threshold had risen slightly. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the left ventricular capture thresholds rising from 1 volt to 1.5 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD (B)(6) 2012; 694958 lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.